Event description:
Additional information received reported the patient was healing well without complications. It was noted that the patient had not been reimplanted. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3708660, serial #(B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # va0224t, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had her right implantable neurostimulator (ins), extension and lead removed due to an infection. The nature of the infection was unknown to the reporter at the time of the report. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).